Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dropped beats were observed on the holter monitor, possibly in the left and right ventricles. The right ventricular (rv) and left ventricular (lv) leads remain in use. No patient complications have been reported as a result of this event.